Event description:
It is reported that the patient was revised due to a femur fracture and pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the operative records indicate that patient had previously had "back surgery and fusion, and resultant scoliosis". The preoperative x-rays prior to the (B)(6) 2006 surgery "showed disintegration of the femoral head down to the mid level of the femoral neck with speckled calcification within the acetabulum, consistent with a degenerated femoral head." The preoperative diagnosis was "burn-out osteonecrosis or possibly a charcot-type joint". It is also known as charcot joint. Preoperative x-rays showed "a periprosthetic femur fracture with unstable prosthesis with fracture of the greater and lesser trochanters". It is possible that the diagnosis of charcot left hip may have been a contributing factor to the experience of periprosthetic fracture observed. However, given the information provided, a definitive cause for the experience cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should...